Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
Abstract entitled "is there a role for short stems in the treatment of high dislocated patients with total hip arthroplasty? A comparative prospective cohort comparting short vs. Standard stems" written by restrepo, n. Published by hip international published online/accepted by publisher september 2018 was reviewed. The abstract¿s purpose was to compare outcomes with only short stem model with a well-recognized standard stem. 38 hips were implanted with pinnacle/corail and 38 hips were implanted with a competitor short stem. Each group was evaluated on hip scores, complications including fractures, and/or sciatic neurapraxia. Findings: sciatic neurapraxia (1 patient in each group), no fractures or subsidence in either group, increased hip scores with similar satisfaction in each group. Depuy products: corail stem, femoral head, pinnacle cup, acetabular liner.